Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2011. According to the complainant, the patient exhibited erosion of the mesh into her bladder (date of onset unknown), and she experienced unspecified injuries post-implantation. Reportedly, the patient underwent "repeated" surgical procedures, including a mesh excision on (B)(6) 2011 (quantity excised unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.